Event description:
Customer reported a failure code 570:320. Customer did not have info if there were any pt injuries associated with this report or if there have been any incident reports filed since the last baxter service event. Customer reported incident occurred during pt infusion. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval or if add'l info becomes available. The failure code 570 indicates that the battery discharged to a potentially damaging level. CAPA was opened and is investigating reports of the failure code 570.